Event description:
It was reported that the pump declared an alarm during operation. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, and the customer was instructed to return the problematic pump using a pre-paid label within ten days, while continuing to use their current pump to ensure uninterrupted insulin delivery.